Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 136.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device if forcefully advanced against resistance, damage such as a kink may occur. The root cause of this resistance could not be determined. While advancing the smart coil pusher assembly through its introducer sheath resistance was encountered as the introducer sheath could not be advanced past the kink in the pusher. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil from its initial position within the introducer sheath and, therefore, the smart coil was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.